Manufacturer narrative:
(B)(4). Insulin pump error alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime, seating test, basic occlusion test, occlusion test and force sensor test due to insulin pump error alarm. No moisture damage on the electronics, battery tube, vibrator, and keypad assembly during visual inspection. Pump received with pillowing keypad overlay and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed insulin pump error alarm. Customer tried to rewind the insulin pump but received pump error alarm. Customer had to replace the battery. Customer found the pump error alarm times in alarm history as they kept trying to rewind. Customer was able to successfully rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.